Manufacturer narrative:
(B)(4). (B)(6). The reporter's full name was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the bearings were worn. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that the tip of the compact speed reducer device became hot while being used together with the motor device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: it was inadvertently reported in the previously submitted medwatch report that it was confirmed that the tip of the compact speed reducer device had become hot when used with the motor device. However, a subsequent device evaluation was performed on the motor device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor device was making excessive noise. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.